Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from march 07, 2019 - march 08, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified day of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. The patient was connected for 4 days and none of the unspecified drug was delivered. The nurse stated the line was primed and no issues were reported during the administration stage. It was further reported the device leaked from an unspecified location. There was no patient injury or medical intervention associated with this event. No additional information is available.